Event description:
An abstract report states that 4 peritoneal dialysis patients, with chronic renal failure and insulin-treated diabetes mellitus, experienced hypoglucemia during hospitalization. Report noted that 1 pt was comatose, upon admission. The other 3 pts experienced neurologic deterioration while hospitalized -- 2 presenting with severe confusion and 1 with repetitive seizures. During symptoms, the patients' blood glucose was reportedly tested, with an unspecified accu-chek system, which yielded "normal" values (reported as 7.07 +/- 3.26 mmol/l). Simultaneous, or near simultaneous, laboratory tests revealed patients' blood glucose to be significantly lower (reported as 1.60 +/- 0.74 mmol/l). Report did not indicate if patients were treated based on the values obtained on the accu-chek system. Report states that 3 of the 4 patients were dialyzed with icodextrin (a labeled interferent for some accu-chek test strips) in the evening preceding symptomatic hypoglycemia. Two patients, for whom treatment of hypoglycemia was delayed, reportedly remained comatose and later died. The other 2 patients were promptly treated with intravenous dextrose and did not have any neurologic sequelae. One of these patients later died, from multiple organ failure. The other pt was discharged home. No product was returned to the manufacturer for eval.

Event description:
An abstract report states that 4 peritoneal dialysis patients, with chronic renal failure and insulin-treated diabetes mellitus, experienced hypoglucemia during hospitalization. Report noted that 1 pt was comatose, upon admission. The other 3 pts experienced neurologic deterioration while hospitalized -- 2 presenting with severe confusion and 1 with repetitive seizures. During symptoms, the patients' blood glucose was reportedly tested, with an unspecified accu-chek system, which yielded "normal" values (reported as 7.07 +/- 3.26 mmol/l). Simultaneous, or near simultaneous, laboratory tests revealed patients' blood glucose to be significantly lower (reported as 1.60 +/- 0.74 mmol/l). Report did not indicate if patients were treated based on the values obtained on the accu-chek system. Report states that 3 of the 4 patients were dialyzed with icodextrin (a labeled interferent for some accu-chek test strips) in the evening preceding symptomatic hypoglycemia. Two patients, for whom treatment of hypoglycemia was delayed, reportedly remained comatose and later died. The other 2 patients were promptly treated with intravenous dextrose and did not have any neurologic sequelae. One of these patients later died, from multiple organ failure. The other pt was discharged home. No product was returned to the manufacturer for eval.

Event description:
An abstract report from states that 4 peritoneal dialysis patients, with chronic renal failure and insulin-treated diabetes mellitus, experienced hypoglucemia during hospitalization. Report noted that 1 pt was comatose, upon admission. The other 3 pts experienced neurologic deterioration while hospitalized -- 2 presenting with severe confusion and 1 with repetitive seizures. During symptoms, the patients' blood glucose was reportedly tested, with an unspecified accu-chek system, which yielded "normal" values (reported as 7.07 +/- 3.26 mmol/l). Simultaneous, or near simultaneous, laboratory tests revealed patients' blood glucose to be significantly lower (reported as 1.60 +/- 0.74 mmol/l). Report did not indicate if patients were treated based on the values obtained on the accu-chek system. Report states that 3 of the 4 patients were dialyzed with icodextrin (a labeled interferent for some accu-chek test strips) in the evening preceding symptomatic hypoglycemia. Two patients, for whom treatment of hypoglycemia was delayed, reportedly remained comatose and later died. The other 2 patients were promptly treated with intravenous dextrose and did not have any neurologic sequelae. One of these patients later died, from multiple organ failure. The other pt was discharged home. No product was returned to the manufacturer for eval.

Event description:
An abstract report states that 4 peritoneal dialysis patients, with chronic renal failure and insulin-treated diabetes mellitus, experienced hypoglycemia during hospitalization. Report noted that 1 pt was comatose, upon admission. The other 3 pts experienced neurologic deterioration while hospitalized - 2 presenting with severe confusion and 1 with repetitive seizures. During symptoms, the patients' blood glucose was reportedly tested, with an unspecified accu-chek system, which yielded "normal" values (reported as 7.07 +/- 3.26 mmol/l). Simultaneous, or near simultaneous, laboratory tests revealed patients' blood glucose to be significantly lower (reported as 1.60 +/- 0.74 mmol/l). Report did not indicate if patients were treated based on the values obtained on the accu-chek system. Report states that 3 of the 4 patients were dialyzed with icodextrin (a labeled interferent for some accu-chek test strips) in the evening preceding symptomatic hypoglycemia. Two patients, for whom treatment of hypoglycemia was delayed, reportedly remained comatose and later died. The other 2 patients were promptly treated with intravenous dextrose and did not have any neurologic sequelae. One of these patients later died, from multiple organ failure. The other pt was discharged home. No product was returned to the manufacturer for eval.

Manufacturer narrative:
Literature citation: al-dorzi h, al-sum h, and arbi y. Severe hypoglycemia in peritoneal dialysis patients due to overestimation of blood glucose by the point of care glucometer. A case series, american journal of respiratory critical care medicine, 2009; 179: a3130. Report did not indicate if patients were treated, or if treatment was delayed, due to values obtained on the accu-chek system. Additionally, while maltose interference is presumed to be the cause of elevated blood glucose results, obtained on the accu-chek system, this cannot be verified, since the report does not provide the specific type of accu-chek test strip in use (not all accu-chek test strips are subject to maltose interference). This medwatch is for the suspect device used with a patient. For the suspect device used with another patients.

Manufacturer narrative:
Literature citation: ai-dorzi h, ai-sum h, and arbi y. Severe hypoglycemia in peritoneal dialysis patients due to overestimation of blood glucose by the point of care glucometer. A case series, american journal of respiratory critical care medicine, 2009; 179: a3130. Report did not indicate if patients were treated, for treatment was delayed, due to values obtained on the accu-chek system. Additionally, while maltose interference is presumed to be the cause of elevated blood glucose results, obtained on the accu-chek system, this cannot be verified, since the report does not provide the specific type of accu-chek test strip in use (not all accu-chek test strips are subject to maltose interference). This medwatch is for the suspect device used with patient b. For the suspect device used with patient a, c, and d,

Manufacturer narrative:
Literature citation: ai-dorzi h, ai-sum h, and arbi y. Severe hypoglycemia in peritoneal dialysis patients due to overestimation of blood glucose by the point of care glucometer. A case series, american journal of respiratory critical care medicine, 2009; 179: a3130. Report did not indicate if patients were treated, for treatment was delayed, due to values obtained on the accu-chek system. Additionally, while maltose interference is presumed to be the cause of elevated blood glucose results, obtained on the accu-chek system, this cannot be verified, since the report does not provide the specific type of accu-chek test strip in use (not all accu-chek test strips are subject to maltose interference). This medwatch is for the suspect device used with patient b. For the suspect device used with patient a, c, and d.

Manufacturer narrative:
Literature citation: ai-dorzi h, ai-sum h, and arbi y. Severe hypoglycemia in peritoneal dialysis patients due to overestimation of blood glucose by the point of care glucometer. A case series, american journal of respiratory critical care medicine, 2009; 179: a3130. Report did not indicate if patients were treated, for treatment was delayed, due to values obtained on the accu-chek system. Additionally, while maltose interference is presumed to be the cause of elevated blood glucose results, obtained on the accu-chek system, this cannot be verified, since the report does not provide the specific type of accu-chek test strip in use (not all accu-chek test strips are subject to maltose interference). This medwatch is for the suspect device used with patient b. For the suspect device used with patient a, c, and d.

Manufacturer narrative:
The journal article noted that the event occurred sometime between (B)(6) 2007 and (B)(6) 2008. The exact date of the event was not provided.